Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4); product type lead product ID neu_ unknown_lead, serial# (B)(4); product type lead. (B)(4).

Event description:
It was initially reported that the patient was still doing poorly after treatment. It was stated they were also doing poorly to begin with and that is why they had the treatment. Follow up information received from the healthcare professional (hcp) reported that cause was an infection with the intervention of removal the patient¿s implantable neurostimulator (ins) noted. It was also reported that the patient did not experience 50% or greater symptom relief. The patient outcome was reported as ¿poor response¿. If additional information is received, a follow up report will be sent.